Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio2: 6.1, 6.0; reference (coagucheck): 3.9, 3.9. Patient therapeutic range is 2.5-3.5.